Event description:
Pt had apheresis catheter inserted on an outpatient basis for planned stem cell removal and transplant. Pt admitted to hospital for high dose chemotherapy with cbv conditioning and stem cell return a month later. On event date at 11:40 while discontinuing the apheresis catheter, it snapped and broke apart under the chest wall. At 12:10 pm surgeon removed catheter under local anesthesia without complications.